Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(left fallopian tube)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2001 and (B)(6) 2002). Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("she had some problems putting in one of the coils"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. On an unknown date, the patient experienced muscle spasms ("cramping radiated to my back"), gastrointestinal inflammation ("inflamed intestines"), back pain ("back pain"), arthralgia ("left knee joint"), migraine ("migraines"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("did not undergo an essure confirmation test") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, complication of device insertion, investigation noncompliance and treatment noncompliance outcome was unknown and the muscle spasms, gastrointestinal inflammation, back pain, arthralgia, migraine and mental disorder had resolved. The reporter considered arthralgia, back pain, complication of device insertion, fallopian tube perforation, gastrointestinal inflammation, investigation noncompliance, mental disorder, migraine, muscle spasms and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Most recent follow-up information incorporated above includes: on 4-dec-2017: new reporters added. Patients demographics updated. Historical conditions added. Therapy dates updated. Events: permanent injuries and adverse event nos was replaced with events perforation(left fallopian tube), severe and persistent abdominal pain, cramping radiated to my back, inflamed intestines, lower abdominal pain, back pain, pelvic pain, joint pain, migraines, essure caused or aggravated any psychiatric and/or psychological condition, she had some problems putting in one of the coils, did not undergo an essure confirmation test, did not use birth control or contraception at any time following your essure placement procedure. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device not visible on laparoscopic examination. Left fallopian tube noted to be dilated around the area just before be dilated around the area just before') and fallopian tube perforation ('perforation(left fallopian tube)') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had some problems putting in one of the coils" on (B)(6) 2013 and treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 ((B)(6) 2001 and (B)(6) 2002), abdominal pain, panic attacks, depression and left lower quadrant pain. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. In (B)(6) 2013, the patient experienced muscle spasms ("cramping radiated to my back"). On (B)(6) 2013, the patient experienced gastrointestinal inflammation ("inflamed intestines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("left knee joint"), migraine ("migraines"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (hysteroscopy for removal of essure device, laparoscopy with removal of device,and bilateral s). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation and investigation noncompliance outcome was unknown and the muscle spasms, gastrointestinal inflammation, back pain, arthralgia, migraine and mental disorder had resolved. The reporter considered arthralgia, back pain, device dislocation, fallopian tube perforation, gastrointestinal inflammation, investigation noncompliance, mental disorder, migraine and muscle spasms to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: medical records received reporter information was added. New event was added device dislocation. Medical history was added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device not visible on laparoscopic examination. Left fallopian tube noted to be dilated around the area just before be dilated around the area just before'), fallopian tube perforation ('perforation (left fallopian tube)') and enterocolitis infectious ('intestinal infected') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had some problems putting in one of the coils" on (B)(6) 2013 and treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 (on (B)(6) 2001 and on (B)(6) 2002), abdominal pain, panic attacks, depression, left lower quadrant pain and gestational diabetes mellitus. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. On (B)(6) 2013, the patient experienced muscle spasms ("cramping radiated to my back"). On (B)(6) 2013, the patient experienced gastrointestinal inflammation ("inflamed intestines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), enterocolitis infectious (seriousness criterion medically significant), back pain ("back pain"), arthralgia ("left knee joint"), migraine ("migraines"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("did not undergo an essure confirmation test"), flank pain ("pain in my side"), costochondritis ("inflammed cartilage between my ribs"), anxiety ("anxiety") and dry mouth ("dry mouth"). The patient was treated with surgery (hysteroscopy for removal of essure device, laparoscopy with removal of device,and bilateral s). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, enterocolitis infectious, investigation noncompliance, anxiety and dry mouth outcome was unknown, the muscle spasms, gastrointestinal inflammation, back pain, arthralgia, migraine and mental disorder had resolved and the flank pain and costochondritis had not resolved. The reporter considered anxiety, arthralgia, back pain, costochondritis, device dislocation, dry mouth, enterocolitis infectious, fallopian tube perforation, flank pain, gastrointestinal inflammation, investigation noncompliance, mental disorder, migraine and muscle spasms to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Chest x-ray: on an unknown date: normal. Ultrasound chest: on an unknown date: normal. Concerning the injuries reported in this case the following were reported via social media, anxiety, dry mouth, costochondritis, flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device not visible on laparoscopic examination. Left fallopian tube noted to be dilated around the area just before be dilated around the area just before'), fallopian tube perforation ('perforation (left fallopian tube)') and enterocolitis infectious ('intestinal infected') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had some problems putting in one of the coils" on 18-apr-2013 and treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 ((B)(6) 2001 and (B)(6) 2002), abdominal pain, panic attacks, depression, left lower quadrant pain and gestational diabetes mellitus. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. In (B)(6) 2013, the patient experienced muscle spasms ("cramping radiated to my back"). On (B)(6) 2013, the patient experienced gastrointestinal inflammation ("inflamed intestines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), enterocolitis infectious (seriousness criterion medically significant), back pain ("back pain"), arthralgia ("left knee joint"), migraine ("migraines"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("did not undergo an essure confirmation test"), flank pain ("pain in my side"), costochondritis ("inflammed cartilage between my ribs"), anxiety ("anxiety") and dry mouth ("dry mouth"). The patient was treated with surgery (hysteroscopy for removal of essure device, laparoscopy with removal of device,and bilateral s). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, enterocolitis infectious, investigation noncompliance, anxiety and dry mouth outcome was unknown, the muscle spasms, gastrointestinal inflammation, back pain, arthralgia, migraine and mental disorder had resolved and the flank pain and costochondritis had not resolved. The reporter considered anxiety, arthralgia, back pain, costochondritis, device dislocation, dry mouth, enterocolitis infectious, fallopian tube perforation, flank pain, gastrointestinal inflammation, investigation noncompliance, mental disorder, migraine and muscle spasms to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Chest x-ray - on an unknown date: normal. Ultrasound chest - on an unknown date: normal. Concerning the injuries reported in this case the following were reported via social media- anxiety, dry mouth, costochondritis, flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events "costochondritis", "side pain" added, lab data and new reporter was added. Fu 16 and 17 processed together. On 23-mar-2020: social media content received: event "anxiety and dry mouth" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device not visible on laparoscopic examination. Left fallopian tube noted to be dilated around the area just before be dilated around the area just before'), fallopian tube perforation ('perforation (left fallopian tube)') and enterocolitis infectious ('intestinal infected') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had some problems putting in one of the coils" on (B)(6) 2013 and treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 ((B)(6) 2001 and (B)(6) 2002), abdominal pain, panic attacks, depression, left lower quadrant pain and gestational diabetes mellitus. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. In (B)(6) 2013, the patient experienced muscle spasms ("cramping radiated to my back"). On (B)(6) 2013, the patient experienced gastrointestinal inflammation ("inflamed intestines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), enterocolitis infectious (seriousness criterion medically significant), back pain ("back pain"), arthralgia ("left knee joint"), migraine ("migraines"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (hysteroscopy for removal of essure device, laparoscopy with removal of device,and bilateral s). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation and investigation noncompliance outcome was unknown and the muscle spasms, gastrointestinal inflammation, back pain, arthralgia, migraine and mental disorder had resolved. The reporter considered arthralgia, back pain, device dislocation, enterocolitis infectious, fallopian tube perforation, gastrointestinal inflammation, investigation noncompliance, mental disorder, migraine and muscle spasms to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event intestinal infection was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.